Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported she has had difficulty in controlling her blood glucose levels over the past week. She stated she woke up with a blood glucose reading of 331 mg/dl with her normal range being 100-150 mg/dl. She said she did not eat and gave herself a 1.5 unit bolus of insulin. She stated she then changed her infusion headset which appeared to be fine. She stated the headset had been in place for 3 days and her site did feel tender and bled. She stated she then inserted a new headset in a different location and bolused 3 more units of insulin. She said her blood glucose readings then decreased to 179 mg/dl, but then increased again to her current reading of 241 mg/dl. During troubleshooting, she stated she has scar tissue in the abdomen area. Different infusion sets and site management were discussed with the pt. Sample infusion sets and a guide to site management were sent to the pt. On follow up, the pt stated she had received the samples, but has not yet tried them. She stated her blood glucose levels are better. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.